Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Further evaluation is expected at the next follow up appointment. This lead remains in service. No adverse patient effects were reported.